Event description:
There have been four "failures" with this device. In this failure, a m-11.5 scissored the clip. All devices seemed to function okay clipping examples to a 3x5 card but noted a cutting of the card in one attempt when the clip didn't attach properly. All happened with the same experienced doctor. Noted over 500 MDR's reported in last 9 years of the "surgiclip" in doing a maude search.